Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Unique identifier (UDI) number unknown/not provided. Email address unknown/not provided. Premarket identification k011245 and k002188. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) Patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The patient communicated to the doctor that since the implantation day, the patient is not confortable with the sensation he has. At the end, we have to removed the implant and regenerate the bone. The doctor reports that the implant located in dental position #33 failed due to peri-implantitis. The doctor informs that the procedure was not completed with another implant and that the patient should return in the future. The doctor confirms that the patient did not suffer any adversity or negative impact on his health as a result of the event. The doctor reported: inflammation.